Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
A report was received regarding a patient who experienced a distal humerus fracture on an unspecified date. On (B)(6) 2013, the surgeon implanted a medial variable angle elbow plate along with 2.7 mm metaphyseal screws instead of the recommended 3.5 mm cortical screws. The screws went completely through the plate, pulling the plate off the bone and leading to a non-union. The patient was revised on (B)(6) 2013. This is report 4 of 5 for complaint (B)(4).